Event description:
It was reported that the tandem-provided charging cable began burning or melting while the customer was charging the pump. Reportedly, the customer was using a non-tandem provided port adapter in conjunction with the tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.